Event description:
Received information that due to an 840 ventilator malfunction, the pt was placed on another ventilator. Covidien inspected the device and replaced the battery and battery pcb. The ventilator passed all testing.